Manufacturer narrative:
The customer's report of a tubing leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a puddle of precedex (dexmedetomidine) was noted under the IV pump. The infusion was paused and the roller clamp was then closed on the tubing to remove it from the pump. A small amount of fluid was found leaking from a hole in the pumping segment closest to the smart site. There was no report of patient harm.